Event description:
It was reported that patient (pt) said they have dbs since 2019 and thinks they have a medtronic device. Pt's implant information was not found and they did not have their ID card with them, pt said they will call their spouse, they may have a boston scientific implant but were not sure but may call back. Pt reported, last week, they went to have an MRI and it was a "huge debacle" the manufacturer representative (rep) was there and they were in the MRI machine for 3 hours and their head got hot, like how they have felt when they had tests with contrast, like they have to pee them self and it gets warm and since then they have had a little issue. Pt said rep told them it was because it needed an update but did not do the update. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.